Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer did not perform the proper air removal technique. Customer reloaded the cartridge to resolve the issue. Customer¿s blood glucose level was 190 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.